Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. The reported description is consistent with capsule damage/separation events when the compressive forces initiate capsule damage which can then result in a fracture in the capsule frame, and subsequently upon retraction, the capsule separates. Without angiographic record for review, it was unknown when the reported capsule damage occurred; it is possible that the capsule damage occurred after/during removal from the patient. A device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, and audible ¿pop¿ occurred during deployment of the valve. It was noted that at that point the end cap to the delivery catheter system (dcs) did not separate. The valve was attempted to be deployed by turning the deployment handle, but the dcs would not deploy the valve. The system was removed from the patient without issue and the capsule separated from the catheter. It was reported that calcification was encountered in the common lilacs and the aorta. No adverse patient effects were reported.